Event description:
An impella cp device was inserted via the right femoral artery in a 78-year-old male patient presenting for high-risk percutaneous coronary intervention (hrpci), with a history of coronary artery disease (cad) and diabetes mellitus (dm). Following explant, a hematoma developed at the access site after closure with a manta device, requiring approximately 20 minutes of manual pressure. The hematoma resolved with standard intervention, and the patient survived to explant. The reported event is a hematoma, which is consistent with known access-site complications associated with large-bore arterial access and procedural anticoagulation requirements during impella support, as described in the device instructions for use. Based on the available information, the hematoma was managed with standard troubleshooting and the patient remained clinically stable.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
B1 corrected. Investigation summary: asae / hematoma: the cause of the access site adverse event was not determined due to insufficient clinical details.